Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple unexplained no delivery alarms and slower rewinds. The customer also reported that bottom button was not responsive and has to press couple of times to get to work and back light will not come on sometimes. The customer also stated that clip did not stay on very well. No harm requiring medical intervention was reported. The device will be returned for analysis.